Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer agreed to use multiple daily injections (mdi) as a backup therapy and understood the procedures for returning the problematic pump and receiving the replacement.